Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) after receiving shock therapy. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm) and stored episodes. It was noted the patient was in a supraventricular tachycardia (svt) rhythm. Upon review, the egm showed that the device had delivered a burst of anti-tachycardia pacing (atp) and two shocks. The shocks were determined to be inappropriate. Ts also noted there to be a stored pacemaker mediated tachycardia (pmt) episode. Further review of the episode showed the pmt was atrial driven and the algorithm converted the rhythm. Ts discussed programming optimization options. No additional adverse patient effects were reported. This crt-d remains in service.